Event description:
A customer reported that during multiple biopsy procedure, the needs path was not correctly displayed (needle was actually outside of path displayed) resulting in a biopsy of incorrect tissue. In one case the result was a delay of diagnosis. In a second case, the result was an additional biopsy procedure.